Event description:
While wearing the external equipment, the pt reportedly experienced intermittent lock between the external equipment and the cochlear implant. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed the device was no longer functioning. Surgery to explant the patient's device is to be scheduled.